Event description:
Customer reported experiencing multiple alarms, specifically alarm 2 followed by alarm 26, due to occlusion issues earlier in the day before contacting support. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or reach a high reading on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.